Event description:
A call to technical services was placed on 07/02/2014 informing that this guide wire caused dissection of the coronary sinus during recannulation. The physician was dr. (B)(6) at (B)(6) center in (B)(6), ga. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).